Event description:
It was reported that approximately 10 months post-implant of a bifurcated device, the device was explanted. Reportedly, the patient presented emergently with severe abdominal pain and a computed tomography scan revealed a contained rupture of the infrarenal abdominal aortic aneurysm. Resuscitation attempts were performed at the primary hospital, and the patient was transferred 24, or 48 hours after emergent presentation, to a secondary hospital where the physician at this second hospital, made the decision to explant the device and treat the patient with a dacron tube graft. The bifurcated device was explanted, however, when the physician clamped the aorta, the patient went into ventricular tachycardia and ventricular fibrillation. Advanced cardiac life support (acls) was initiated and the patient transiently resumed a sinus rhythm with a transient blood pressure, but then the patient developed pulseless electrical activity and despite resuscitation efforts expired on the table, prior to implanting the tube graft. The physician indicated that there was old and new thrombus inside both of the bifurcated device limbs; however, he didn't believe the thrombus was the cause of the aneurysm rupture. The cause of death from the ruptured aneurysm was indicated due to blood loss and probable myocardial ischemia.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Actual device was returned for evaluation. The returned product was sent out for a pathology analysis and did not identify a device defect. The sample was widely patent, although several blood clots were adherent to the inner surface of the device limbs, and clotted blood lined approximately (B)(6) of the body of the device. Pathology report, medical records and sizing sheet were received, and provided for review to internal medical director. The review concluded that there were suggestions that the patient had an infectious disorder which caused the rupture, although no details are available regarding the infection. Based upon the investigation findings, the root cause of the reported event is uncertain, but may have been related to the reported possible infectious disorder, which was not confirmed in the clinical review or the pathology report. The investigation did not identify a device issue. A review of the manufacturing records was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.